Event description:
Boston scientific received information that during the follow- international up appointment it was identified that since the last device check, the device had lost 18 months of battery life. High threshold measurements were noted on the competitor atrial and ventricular leads. No adverse patient effects were reported. Dr. (B)(6), event date- (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).